Event description:
It was reported that, "during a hysterectomy, the patient sustained a 2nd degree on the right inner thigh. The surgeon attributed the burn to contact with the handle of the uterine manipulator." The procedure was not compromised.